Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b5, and h6. Further information and/or investigation findings will be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2015. They subsequently underwent left knee revision on (B)(6) 2022, approximately 7 years 8 months after their primary surgery. (B)(6) 2022 op report noted extensive synovitis and pseudomembrane formation and a large effusion. There was early wear along the post on the polyethylene insert. All components were well fixed. There was a small area of osteolysis medial proximal tibia which was debrided. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information -d1, d5, g4. 510k unk h6. Health effect - clinical code. H6. Investigation results - there is no specific optetrak device information provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2015. They subsequently underwent left knee revision on (B)(6) 2022, approximately 7 years 8 months after their primary surgery. The patient has reported pain, loss of motion, infection, swelling, osteolysis, synovitis, and edema. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.